Event description:
During a clinic follow-up, episodes of oversensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed a kink in the insulation of the rv lead at the proximal end. During the revision procedure, insulation damage was also confirmed visually on the rv lead. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of insulation defect and kinking at the proximal part of the right ventricular (rv) lead and oversensing were not confirmed. As received, a partial lead was returned in three pieces for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies with the exception of damage occurring at time of procedure.